Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed therapy monitored fluid volume testing. No additional information is available.

Manufacturer narrative:
(B)(4). The device passed electrical testing but failed functional testing due to a fill and a drain being outside of volumetric limits. External and internal inspections were performed and the device passed. Volumetric accuracy testing and temperature verification testing were performed and found the device to be working within specification. The device powered up properly with no issues. The door assembly was inspected and found no issues. The device was sent for servicing. A review of the event history log of the device found nothing related to the reported issue. The cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted.